Event description:
A vaxcel standard port was placed for therapeutic purposes in 2003. During the third week of placement, the patient began to feel discomfort in the neck area. After treatment was completed, an x-ray was done and it was discovered that the tube from the port had migrated up a blood vessel and kinked in the patient's neck. The port was explanted the following day. It should also be noted that this event was reported by the patient.